Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch, low amplitudes, and high pacing thresholds on the right atrial (ra) lead. The switch was triggered as there were low out of range impedances of less than 200 ohms. After the switch, the device was in unipolar configuration and oversensing was observed. Troubleshooting was performed to test all vectors and ultimately, the pacemaker was programmed to sense in bipolar and pace in unipolar. Atrial sensitivity was also increased. The products remain in service and the device was reprogrammed. During the reprogramming, the minute ventilation feature was also programmed off as the patient is dependent. The ra lead is a competitor's product. No adverse patient effects were reported.